Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was in the computer lab for work and ¿wasn¿t very comfortable¿ because she had to be quiet and not move around. Her pain reportedly increased when she didn¿t move around. The patient put new batteries in the patient programmer (pp) the day of current report. It was reported the patient couldn¿t increase her implantable neurostimulator (ins) because the pp made beeps when she made adjustments. In the middle of adjusting stim, the pp went to 0.0 volts and the patient stopped feeling stimulation. The patient reportedly had a numbing sensation and shocking. The patient stated after 10 minutes, she was able to get it back where the settings were before, but it didn¿t feel the same. The patient was reportedly most comfortable when sitting still with her feet up. It was reported that the patient felt a ¿burst of shock¿ if she moved around. The patient was at a level where her legs felt like they were sleeping, but it wasn¿t covering her back. The patient was redirected to her health care provider and manufacturer representative.